Event description:
The patient indicated after he went canoeing with the animas insulin pump on (B)(6) 2012, there was moisture behind the display. He then heard a ticking and the animas insulin pump screen went blank. Subsequently, he went off of insulin pump therapy and managed his diabetes with insulin via syringe. His blood glucose was ok on the day of concern. On (B)(6) 2012, the patient claimed his blood glucose elevated to 347 after he managed his diabetes with insulin via syringe and skipped his overnight insulin injection. Reportedly, the patient never woke up for an alarm he set to check his blood glucose reading and to take insulin via syringe accordingly. When he awoke his blood glucose was high while he had symptoms described as "urinating a lot and head feels drowsy." The animas representative encouraged the patient to contact his md or go to his local ER for back-up plan. During troubleshooting, the patient confirmed there was no water in the battery compartment. There was no damaged to the battery compartment or battery cap threads. The subject pump powered on without any issues while the patient was on the call to animas. The animas product was requested back for investigation. This complaint is being reported due to the blank display with moisture issue. The patient's alleged hyperglycemia was related to diabetes management via syringe and was not related to the alleged product issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on testing, the pump powered on with normal display function. A leak test was performed and revealed a leak in the case seal. The pump was opened for investigation and revealed moisture damage to the printed circuit board.